Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Customer sent vent in for repair. To start off with, I believe something happened to this vent that they do not know or do not want to admit. In the beginning, I was getting pressure sensor eeprom read errors, the vent would not charge or recognize the batteries. I replaced the driver board and this got the batteries to recognize and charge. In service software I did not get the pressure error to leave but the vent would not run any other service software tests (flow or pressure tests). I replaced the control board and this got the vent to be able to do flow and pressure tests but still have eeprom errors. As per a ky2help article, I attempted to replace the qvent and other cables but this did nothing to remedy the problem. Now I am stuck as I attempted to do some other troubleshooting items and the vent will yet again not recognize the battery. I am back to square one and not sure where to go from here.